Manufacturer narrative:
B3 - updated date of event: date of event was approximated to 01jan2025 as the exact event date was not reported. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination of the balloon identified no tears or pinholes in the balloon however contrast media was observed in the inflation lumen. No issues were identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. The device was soaked in a water bath to loosen the contrast media in the inflation lumen however when removed from the bath it was noted that the balloon had a previously unobserved tear of approximately 7mm in length in the proximal section of the balloon. Under microscopic examination it was observed that a blade segment and the blade pad under it was missing from the device with no damage observed on the other sets of blades. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an inflation device and an inflation was performed. However, the balloon was filling with air rather than inflation media. The balloon tear, which was not previously present prior to introduction to the water bath, appears to have occurred while soaking in the water bath, the exact cause of this damage is unknown however one possibility is it occurred potentially through interaction with other devices soaking alongside it. The allegation of atherotome (blade) damage is confirmed.

Event description:
Reportable based on device analysis completed on 05mar2025. It was reported that the balloon was damaged and kinked. A 15mmx3.75mm wolverine coronary cutting balloon was selected for use. During preparation, the balloon appeared to be significantly damaged, flattened and there is evident kinking of the distal monorail segment of the delivery system. This would not be able to be used clinically. No patient complications were reported. However, device analysis revealed blade detachment.